Event description:
It was reported that the device was explanted after an implant duration of approximately 20.60 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
It was reported that during an unknown procedure, the jaws jammed and were unable to open and fire. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.